Manufacturer narrative:
Block h6: imdrf device code a150201 captures the reportable event of stent failure to deploy. Block h11: investigation summary: the device was not received for analysis. Therefore, a technical analysis could not be performed. The reported events of stent failure to deploy could not be confirmed. There is not enough evidence to determine whether the stent failure to deploy was due to the physician's manipulation/technique during the procedure or related to a device malfunction. Device history records review: a review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. Device/media analysis: the device has not been returned for analysis. Therefore, a technical analysis could not be performed. Risk review: a review of the axios stent and electrocautery enhanced delivery system hazard analysis and dfmea was completed and confirmed that the event of stent failure to deploy was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: taking all available information into consideration, the investigation concluded that the most probable cause is unable to exclude device problem.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was intended to be implanted during a procedure performed on (B)(6) 2026. During the procedure, the stent did not deploy and deploying mechanism got stuck. Therefore, the stent was removed. The procedure was completed by replacing and using another of the same device. There were no patient complications reported as a result of this event. The patient was reported fully recovered.